Event description:
Customer reported a cartridge alarm 20 that occurred during pumping. Blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), indicating no adverse impact. Customer successfully resolved the issue with the assistance of technical support by loading a new cartridge and resuming insulin therapy.